Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak in the pump segment of IV tubing during a vasopressin infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak in the pumping segment was confirmed. During visual inspection of the set it was noted that the silicone segment had a small tear near the upper fitment measuring 0.0225 inches long. Visual examination under magnification noted a crush mark to the upper blue fitment. No other anomalies were noted. Functional and pressure testing was performed and a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.

Manufacturer narrative:
Correction: initial reporter address.